Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient underwent a routine heart transplant. It was also reported that there were no issues with the pump. (B)(4). The report indicated that the patient was found to have evidence of a bend relief disconnect on her CT scan. The patient was discharged with a plan to bring her back in for a repair, but instead was transplanted. Additional information was received from the vad coordinator stating that during the transplant it was noted that the bend relief connection to the sealed outflow graft was partially disconnected. The hospital staff does not think that this had any effect on the patient and reported that there was no bleeding at the partial disconnection. The sealed outflow graft did not have the sealed outflow graft bend relief collar installed.

Manufacturer narrative:
(B)(4). Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend belief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. The pump was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.